Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was at 215 mg/dl, did dual wave bolus with 1.5 hour duration blood glucose was 83 mg/dl went to 52 mg/dl to 53 mg/dl and kept going down till it hit 49 mg/dl at time of incident, had treated with food, customer was taking 15 gram of carbs and had a total of 30 gram and current blood glucose level was 115 mg/dl and 147 mg/dl. Customer assisted with troubleshooting for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode. Customer did not allege insulin pump was over delivering. Customer states the insulin dripping from end of set before connecting at site. Customer reports programming was accurate. Customer reports insulin pump was not worn during a medical procedure. Customer states they performed displacement test and test results was passed. The devices will not be returned for analysis.